Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Other : it was reported the patient received 10 shocks due to oversensing. The pacing impedance had jumped to 1500 ohms. The lead was replaced. No further patient complications have been reported as a result of this event. Additionally, the patient's daughter said the lead was replaced due to a fracture and said "it almost killed" her father. It was further reported that there was noise. No conclusion can be drawn. Impedance, high, interference, lead(s), fracture of, oversensing, shock, inappropriate.

Event description:
It was reported the patient received 10 shocks due to oversensing. The pacing impedance had jumped to 1500 ohms. The lead was replaced. No further patient complications have been reported as a result of this event. Additionally, the patient's daughter said the lead was replaced, due to a fracture and said "it almost killed" her father. It was further reported that there was noise.